Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd kiestra inoqula gas springs will not hold hood up. No injuries occurred, but injury hazard potential. The following information was provided by the initial reporter: inoqula gas springs wont hold hood up, injury hazard potential.

Manufacturer narrative:
H6. Investigation summary: the customer reported on the instrument bd kiestra inoqula wca (material # 447204 - serial # (B)(6)) that the inoqula gas springs would not hold the hood up. The dispatched automation service engineer (ase) replaced the cylinders. After the cylinders were replaced, the instrument operated within the instrument specifications and is ready for routine use without restrictions. The issue that the inoqula gas springs would not hold the hood up was confirmed by the automation service engineer. Design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor for trends associated with this issue.

Event description:
It was reported that bd kiestra inoqula gas springs will not hold hood up. No injuries occurred, but injury hazard potential. The following information was provided by the initial reporter: inoqula gas springs wont hold hood up, injury hazard potential.